Event description:
It was reported that the device had an alarm with an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Additional information was received via email by the manufacturer on 08-dec-2022 and attached to the complaint object. The cassette was filled with morphine, haldol and buscopan. By connecting the cassette to the pump, errors and an alarm occurred. The cassette was attempted to be connected to other pumps, but with the same result. The nurse had to withdraw from the bag in a syringe to be able to give a bolus until a new cassette arrived from the pharmacy. There was no patient involvement.